Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the broken flange was confirmed, about a week after the tube replacement. The event occurred during patient in use/dose at patient home. There is no adverse event.

Manufacturer narrative:
D3 - mfg establishment name: corrected. H3 and h6 codes - updated. One used device was returned for investigation. The devices were visually inspected; the right flange was observed to be torn from the trach body, and the deformation of the tear was observed to be uneven. The complaint of a broken flange can be confirmed. The probable cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.